Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional test was performed and revealed a leak coming from a cut in the side of the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in a intravia container. The reporter stated that a small hole was observed in the bag on the non-printed side after being filled with midazolam. There was no patient involvement. No additional information is available.